Event description:
It was reported that during a procedure to implant the device in an upper arm av graft for an aneurysm, as the dr was starting to deploy the device, the catheter separated from the tuohy-borst valve. The procedure was done sheathless and the vessel anatomy was very tortuous. The dr was able to take hold of the catheter and pull it back. The device was implanted at the intended site and no injury to the pt reported.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the mfg and inspection of this product and the product was found to have met all specifications prior to shipment. The sample has not been returned for eval as it remains implanted. Based on the info rec'd, the results of the investigation are inconclusive and the root cause is unk. This application represents an off-label use for this device. The fluency plus tracheobronchial stent graft is indicated for use in the treatment of tracheobronchial strictures produced by malignant neoplasms or in benign strictures after all other alternative therapies have been exhausted. The information for use (IFU) currently supplied with this product states that the safety and effectiveness of this device for use in the vascular system has not been established.